Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's volume was low and the pressure was weak. The patient's blood oxygen saturation dropped and required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the device's machine flow sensor was replaced preventively. The technician performed final test, battery checking, valve checking, a test run, cleaning and the software was uploaded. After receiving further information from the patient it is determined that the initial report should have been filed as serious injury only. Section adverse event/product problem in box b has been updated/corrected in this report.

Event description:
The manufacturer received information alleging a ventilator's volume was low and the pressure was weak. The patient's blood oxygen saturation dropped and required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's volume was low and the pressure was weak. The patient's blood oxygen saturation dropped and required to be manually ventilated with a resuscitation bag and needed to be placed on a different ventilator. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the device's machine flow sensor was replaced preventively. The technician performed final test, battery checking, valve checking, a test run, cleaning and the software was uploaded.